Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reau1275 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the catheter was allegedly occluded. The device was implanted via the groin on (B)(6) 2017. No patient injury was reported.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of an occlusion within the catheter was confirmed and the cause appeared to be use related. The physical sample and four photographs were provided for investigation. The arterial extension leg with the red connector was in three segments. A 1mm segment of the arterial extension leg extended from the proximal end of the trifurcation. The middle segment of the arterial extension leg was 3cm in length. The proximal segment of arterial extension leg extended 2cm from the distal end of the white oversleeve that was adjacent to the red connector. The middle section of the arterial extension leg was cut longitudinally. A functional test of the catheter revealed that the arterial and venous lumens were patent to infusion. The power injectable lumen was sluggish to infuse until blood residue was flushed from the catheter. After the blood residue was expelled, the power injectable lumen was patent to infusion. No leaks were observed in the catheter. The reported occlusion appeared to be associated with use of the device. No defects related to the manufacturing process were observed on the returned sample. The product IFU provides procedures to maintain the catheter lumens. A lot history review (lhr) of reau1275 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the catheter was allegedly occluded. The device was implanted via the groin on (B)(6) 2017. No patient injury was reported.